Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected non-fasting blood glucose test result range is 80 to 105mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 175 and 211 mg/dl. The test strip lot manufacturer's expiration date is 03/28/2017. The meter memory was reviewed for previous test result history: true metrix air 175 on (B)(6) 2016 07:00:00 am fasting. True metrixair 211 on (B)(6) 2016 07:00:00 am fasting. True metrixair 185 on (B)(6) 2016 07:00:00 am fasting.